Manufacturer narrative:
Concomitant medical product: 1258t lead implanted: (B)(6) 2012, 5086mri52 lead implanted: (B)(6) 2012.

Event description:
It was reported that a post-op interrogation was done and the right ventricular (rv) lead was suspected of rv oversensing. However, it was noted that the patient was in surgery during the time of the recorded episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.